Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.